Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 500 mg/dl and also low blood glucose. The high blood glucose was resolved with manual injection. Customer declined troubleshooting for the high and low blood glucose. Customer reported that earlier in the night customer was low at 40 mg/dl which is at the time of the incident and current blood glucose was 71 mg/dl. Customer treated low blood glucose with food. Customer experiencing low blood glucose for off and on for a couple weeks. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. Customer stated that there is blood at the site. The device will not be returned for analysis.